Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 29mm 11500a resilia aortic valve in aortic position was explanted and replaced with a 27mm 11060a konect valved conduit after an implant duration of 4 years, 7 months. Reason for reintervention was not provided. Reportedly, patient was in recovery post-operative. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and medical records that a 29mm 11500a resilia aortic valve in aortic position was explanted and replaced with a 27mm 11060a konect valved conduit after an implant duration of 4 years, 7 months due to strep mitis endocarditis. Reportedly, patient was in recovery post-operative and was discharged on pod# 5. Per medical records, the patient presented with features of sepsis and was found to have aortic valve endocarditis. On the pet scan, there was suspicion of active infection in the aortic root as well as in the ascending aortic graft. Intraoperatively, aortic root was noted to be extremely thin. Dense phlegmon was noted in the transverse sinus. Surgeon noted that there was also a contained abscess underneath the left sinus. Complete annular destruction in the areas of the lca and rca was also noted. After thorough debridement, surgeon performed an aortic root replacement with a 27mm 11060a valved conduit due to annular enlargement and destruction. Patient was weaned from cpb with minimal inotropic support and was transferred to cvicu in stable condition. Patient discharged on pod#5.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b6, b7, g3, g6, h2, h6 (type of investigation, and investigation conclusions). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.